Event description:
It has been reported to philips that the system gave an error message of "generator is busy starting up no x-rays possible". The system was in clinical use. The customer tried rebooting several times and the issue persisted. There was no reported patient or user harm. A philips field service engineer (fse) replaced the tube and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up, no x-rays were possible, issue persisted even after several reboots. Review of the log files confirmed the malfunction with the x-ray generator tube. It was identified that the tube current was out of range. The fse suspected a tube failure issue. The failure analysis of the x-ray tube ((B)(4) confirmed the cause of the failure was the failed tube with a vacuum leak at the cathode isolator. However, the fse replaced the tube and performed required checks and calibrations which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.